Manufacturer narrative:
G4: similar device with product# cx01a with 510(k)# k102397, UDI # (B)(4) is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for spinal therapy. It was reported that the liquid of the cement was hard. The lquid arrived hard in the packaging. Therefore, the customer could not use, or even mix the cement. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Product analysis of part # c05a, lot # fahr508 visual inspection confirmed the cement polymer has dried in the vial. The vial has been damaged/cracked. This may have occurred due to a pre-existing crack in the vial or exposure to uncontrolled temperature changes during the shipping and storage process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.